Event description:
It was reported by the patient that she after using the contact lenses, she was recently diagnosed with a severe corneal ulcer secondary to her contact lens use, despite using them as directed. She has been advised to never wear contact lenses again. Additional information was received on (B)(4) 2013 from the patient stating that the treatment prescribed was ciloxan (ciprofloxacin) ointment applied to the left eye hourly x 6 hrs then q2h around the clock x 48 hours then q4h around the clock. Following the initiation of the taper, her condition began to deteriorate and she had to seek medical attention again. She was then switched to zymar (gatifloxacin) eye drops q30 min during waking hours. Twenty four hours later and after no improvement, she saw a third ophthalmologist, who further changed her treatment to fortified vancomycin drops instilled q30min and fortified tobramycin drops applied q30min during waking hours (and each instilled 3x during the night). She has since been followed by her original ophthalmologist and her treatment is now vancomycin and tobramycin instilled hourly. The patient had follow-up appointment dates with original ophthalmologist (not including second and third emergency department visits and ophthalmologist referrals) on (B)(6) 2013. Additional information received on (B)(4) 2013 from eye care professional (ecp) office which states that the patient was treated for a corneal ulcer due to excessive use of contact lens. Soft lenses, red eye, seen in emergency room (B)(6) 2013, then saw her again on (B)(6) 2013 and saw her again on (B)(6) 2013, and the condition had improved. Saw her again (B)(6) 2013 better in the left eye (os). She has a follow up scheduled (B)(6) 2013. Additional information has been requested from the ecp but not yet received.

Manufacturer narrative:
The complaint product was not returned for evaluation at this time. The device history record and sterilization record and investigation for this lot is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).